Manufacturer narrative:
The anesthesia workstation was investigated by our company representative on the date after the event, no issues related to the event were found and system check out passed all tests. The anesthesia workstation has been in use ever since, without any reported issues. The received logs confirm alarms for low fio2 on the event date but we have not been able to determine the true cause of the alarms.

Event description:
Manufacturer´s ref #: (B)(4).

Event description:
It was reported that while in use on a patient, the anesthesia workstation generated an alarm for fio2: low. There was no patient harm. Manufacturer´s ref #: (B)(4).